Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the up and down arrow keypad buttons were under-responsive. In addition, it was reported that the keypad cover was missing/peeling prior to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the keypad cover was observed to be peeling, starting at the okay button. All keypad buttons responded normally during testing. The keypad cover was removed and no contamination was found under the key contacts. The complaint about the keypad cover damage was confirmed but the complaint about under responsive buttons could not be confirmed or duplicated. Unrelated to the original complaint, the battery compartment was seen to be cracked below the bumper pad. Additionally, the display lens was found to be cracked around the top right corner and the display was dim, fading, and reddish.